Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 75-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient self-explanted the impella by pulling out the peel away sheath. Patient was stable. Echo and repeat mixed venous gas were ordered. No known patient harm or injury.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issue was use related to improper technique. D6a and d6b added the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05144: f6/f8-should have been left blank. H.6 code 4642 and 1670 was reported incorrectly.